Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the relion® insulin syringe, the user experienced the inability to aspirate. The following information was provided by the initial reporter. The customer stated: consumer reported that the needle will not draw. Consumer does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-feb-2022. H.6. Investigation: customer returned a single 0.5ml syringe with no other identification. Initial visual inspection of the syringe did not find any issues. However, the stopper defaulted to the 15 unit position inside the syringe barrel. Moving the plunger found that it could not be depressed further into the syringe barrel. The syringe was also unable to draw water when tested for functionality. It is believed that a clog in the needle is preventing fluid from being drawn into/expelled from the syringe. A review of the device history record was completed for batch# 1256008. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Possible root cause: during the cannulation process, parts pass under the corona treater pins and are exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The pullout device moves the cannula out a small distance for adhesive to be applied and pulled into the hub with vacuum. Opportunity to have more flow of adhesive under cannula and chances of getting adhesive clog (clogged bore). L2l dispatch was created for a clogged bore on 24oct2021. H3 other text : see h.10.

Event description:
It was reported when using the relion® insulin syringe, the user experienced the inability to aspirate. The following information was provided by the initial reporter. The customer stated: consumer reported that the needle will not draw. Consumer does not re-use.